Event description:
A customer contacted baxter's service center regarding a check patient line alarm, which occurred on the homechoice (hc) during drain 4/4. During troubleshooting of the alarm the home patient (hp) stated that they usually disconnect themselves in the dwell cycle and wait for the drain to start and check patient line alarm to sound to let him know it was time to reconnect. The hp was calling because they stated that this time, the solution was coming out of the patient line instead of pulling and the drain volume (dv) was 17ml. The technical service representative (tsr) explained that compromises the supplies when they did that and advised him not to do that in the future. The tsr advised the hp to end therapy and call the registered nurse (rn) in the next 24 hours to let her know what they had been doing. The tsr reviewed proper aseptic disconnections procedure, and then walked the hp through ending therapy procedure. The hp stated that no air got into the line. The hp would finish manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp), he stated that he was not sure the cassette was damaged as he did not inspect it after the leak. The hp stated that he has spoken to the tsr and they provided him with the proper aseptic process. The hp stated that he has received a new unit and has been able to continue therapy with no issues. There was no patient injury as a result.

Manufacturer narrative:
(B)(4). This complaint was confirmed because it was reported that patient disconnected himself in the dwell cycle and waited for the drain to start and reconnected to disposable set after getting check patient line alarm, which is a use error/poor aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.